Event description:
It was reported that a matrix sleeve broke during surgery. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained retaining sleeve shows that a part of pitch of the thread broke off. We are not able to determine the exact cause of this occurrence. At this point we can only assume that a short mechanical overload caused this damage, this would explain the clearly visible stress marks at the shaft. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The exact reason for this occurrence unfortunately remains unknown and without additional information we are not able to determine the exact cause of the device failure.